Event description:
It was reported that this right atrial (ra) lead was revised, as there was a loss of capture (loc). Three days later a health care professional (hcp) reported that the patient had a heart rate in the 30s and there was a loc again. A field representative was paged for threshold testing to be performed. No additional adverse patient effects were reported. Additional information was requested and no further information is known at this time. If additional information is received, this report will be updated.